Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported transducer (xdcr) fault, high peak inspiratory pressure (pip), low minute volume (ve) and apnea interval alarm display. The customer no patient involvement or injury.

Manufacturer narrative:
The carefusion failure analysis lab received the vela ventilator main pcba (printed circuit board assembly) and installed it in a known good unit. It was powered on in service mode and noted to have "xdcr (transducer) fault" events recorded in the event error log. When the unit was powered on in ventilation mode, the reported issue of the "xdcr fault" alarm was immediately duplicated. Transducer calibrations were performed, as described in the product service manual. The turbine differential transducer and the exhalation pressure transducer failed calibrations.